Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received information from the healthcare provider (hcp) of a patient with an external neurostimulator (ens) for trial stimulation that the patient was experiencing urinary retention since the start of the trial. The hcp stated that when the patient was scanned the patient had ~200 cc of urine and the patient was currently set at 0.6 stimulation. The retention was described as sudden in the sense that it started when the patient began the advanced evaluation trial. No device malfunctions were reported and patient status is unknown at the time of this report. On 2017-feb-03 e1b, e1d (rep): additional information was received. It was reported that the patient was able to void that day so not further action was required. On 2017-mar-17 lfc (hcp): document contains no new information.